Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has broken fabric threads and a hole in the outer tube due to input tube wear with avulsion in proximal cylinder body; leak was found. Both cylinders had wear at fold in cylinder body. Both cylinders had the separation of fabric treads in the cylinder body and from the rear tip bond. Product analysis concluded that identified fluid loss and the separation of fabric treads in the cylinders were the most probable cause of the returned device. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons.